Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
After 15 to 20 days of integra dermal regeneration template (drt) implantation on a (B)(6) male patient burned after a gas bottle explosion, the patient died. On autopsy report, it stated that the patient died from burns (over 30% of his body was burned) which also caused sepsis. There was confirmation that everything was ok with the placed idrt. Additional information was received on (B)(6) 2014 with the following: date of death was on (B)(6) 2014. The idrt was implanted on (B)(6) 2014. The patient had 30% burns over his body. Additional information has been requested.